Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-02244. It was reported the pt occasionally experiences a burning sensation when charging her ipg which feels like there are sparks flying at the implant site. She stated this has happened several times and begins about 30 minutes after she begins charging. She allegedly stopped charging upon feeling the burning sensation and the issue subsides. She also reported her skin around the implant site feels hot to touch each time she charges her ipg. She stated the head dissipates soon after she stops charging and she has never sustained a burn. The sjm rep advised the pt of charging precautions. No further info is available at this time. On (B)(6) 2012, st jude medical (B)(4) sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.